Event description:
Information received from the field notes that bipolar ventricular thresholds were >7.5 v, 1.5 ms. One month previous, the patient conducted a-r and became symptomatic when paced in the ventricle. When the device was explanted, the physician noticed that the outer silicone insulation was loose and there were exposed coil wires about 10 cm from the distal lead tip. The patient was not pacemaker dependent.